Manufacturer narrative:
H3: product analysis of product:9560100, lotno:478111 during inspection at the time of acceptance, it was observed that lines were visible when the focus was shifted, and that there was a scratch on the lens at the end of the outer tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a patient having med procedure due to lumbar disc herniation. It was reported that lines were visible in the scope. There was no patient symptoms reported. There were no further complications reported regarding the event.